Event description:
Complainant reported that a monarch pedicle screw had broken due to a patient non-union after spinal fusion. The patient received a unilateral fusion and did not heal. As surgical intervention occurred an MDR is being filed to document this event.